Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. The vessel sealer extend (vse) instrument was installed on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The bipolar cable was plugged into an e-100 generator and was successfully recognized on multiple executions. An energy delivery test was performed and passed. The instrument did not display any abnormal movement during in-house testing. The cables were inspected, no signs of fraying or breakage was observed. The blade was inspected, and no blade or knife cable damage was found. The housing was removed from the back end, no damage was found. The review of the logs found no failures related to the reported instrument. There was no problem detected.

Manufacturer narrative:
The vessel sealer extend (vse) has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when the vse is returned and failure analysis has completed their investigation. No image or video clip for the reported event was submitted to isi for review. A review of the procedure log confirmed the vessel sealer extend (vse) (part# 480422-01 / lot# l10220720-0217) was used during a right hemicolectomy procedure on system (B)(4). This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the vessel sealer extend (vse) instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, when the vessel sealer extend (vse) instrument was utilized for seal or cut function in arm4, the jaw had a 'kick' to it and flexes on its own. Customer stated that they could observed the issue by the bedside, but the surgeon could not feel it. This is the only instrument performing in this manner in arm 4. There were no related errors in logs. Technical support engineer (tse) recommended customer to open a new instrument which they opted to not perform at the time. Tse did recommend customer to return the suspect instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.